Event description:
It was reported to philips unit has faulty touchscreen. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Customer is requesting on site support for v60 repair. Field service engineer (fse) downloaded and reviewed log upon arrival to site, confirmed reported issue (touchscreen not working) and suggested repair is to replace touchscreen. Proceeded to repair. Fse replaced touchscreen. Successfully performed all required testing and verification. Confirmed touchscreen functionality.

Manufacturer narrative:
The removed touch screen assembly was returned to the failure investigation lab (fi). A visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The fi technician installed the touch screen assembly into a fi ventilator to duplicate the reported issue. Resistance measurements and resistance ratio are out of specification. The customer¿s complaint of the touchscreen being out of specification is verified.